Manufacturer narrative:
These fields are not applicable as the device was never implanted into the patient.

Event description:
It was reported that after four coils had already been deployed by way of the "gda fixed method", the fifth coil failed to detach in the lesion. When the physician attempted to retrieve the coil through the microcatheter, it got caught on the catheter and detached. The procedure was completed with the use of another similar coil. To date, the patient has suffered no adverse effects as a result of this phenomenon.